Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was proximal lad which had no tortuosity and was eccentric with 90% stenosis. The glandslam guide wire crossed the lesion and ivus was performed. Then the flexi-cut made seven cuttings at 40 psi. The flexi-cut was removed from the patient and the nosecone was cleaned however, a balloon rupture was found when preparing the flexi-cut for another cutting. The procedure was completed using the new flexi-cut. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the atherectomy catheter was returned with blood visible on the balloon cutter, housing, and shaft. There was contrast visible in the balloon. The balloon was loosely folded. There was a radial rupture in the distal end of the balloon. There was a scratch at the distal end of the rupture for a length of 1.5 mm. The cutter was in the proximal end of the housing. There was no other damage noted to the catheter. Product performance engineering has reviewed the case description and the analysis of the device. Analysis was able to confirm the reported difficulty as a radial rupture in the distal end of the balloon was observed. Additionally, a 1.5 mm scratch was noted at the distal end of the rupture suggesting interaction with another object such as the patient anatomy or associative device. It is possible, based on the close proximity of the rupture to the scratch, that this interaction caused the rupture. It was also reported that the lesion was eccentric and 90% stenosed, which may have contributed to the rupture. Review of the manufacturing record indicated the devices met manufacturing criteria. Based on the results of the analysis, and since the device was able to be prepared for use and used for several cuts, the reported difficulty appears to be related to circumstances during the procedure. The rupture appears to be related to the circumstances experienced during the procedure, therefore, no corrective action will be implemented. Product performance engineering will monitor the incident circumstances. All catheters are 100% visually inspected for balloon damage and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) integrity. This MDR is considered closed by the product performance group.